Event description:
It was reported via repair work order that the bed lift would slowly drift with weight due to the lift motor being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.